Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device was received as a blind unit. Examination of the returned device found that the locking mechanism handle will not fully tightened on broach. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device was received as a blind unit. Examination of the returned device found that the locking mechanism handle will not fully tighten on broach. Functional testing with a depuy mating device found that the device is worn and does not lock as tightly as when first distributed. The complaint sample consisted of (1)952212500f- corail2 anterior broach handle, lot number nb24039. The lot number nb24039. Indicates this device was manufactured in nov 2012 and is nearly 10 years old. A search of the complaint database found similar reports for this type of damage and the root cause was attribute to wear out that is consistent with repetitive use. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as " I¿ve contact your team, because an device was received under (B)(4) and the lot number of the device does not match with the lot number provided on ecm, a product mismatch activity was performed to clarify the lot number, however there is no further information, and it cannot confirmed the information required. Since there is no evidence that this device belongs to this (B)(4), it is suggested to me to create a new product complaint to analyze the device as a blind unit. Additional event information (aei note (B)(4)) reviewed. This complaint addresses a product received as a blind unit, elevated to the status of medical device complaint as a result of the product investigation device analysis. This complaint, as reported from the voice of the customer, does not provide any patient consequences or injuries, nor any identified device malfunctions. No additional impacted products, coding changes, or modifications to the existing us-FDA MDR reportability determination is required.